Event description:
When the venous sheath was removed from the right tibial vein, a portion of the outer coil of the micropuncture wire in the subcutaneous portion of the posterior tibial access site. The wire was easily removed with a hemostat.